Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly in (B)(6) 2017, the patient refered a fracture modular neck. In (B)(6) 2017 we were forced to remove the stem out and use a profemur l revision after performing a wagner osteotomy.